Manufacturer narrative:
(B)(4). Batch # n9139m. Additional information was requested and the following was obtained: can you please clarify if the device jaws cut the mammary artery. The surgeon said with no clip in the jaw, the device becomes like scissors. When the clip applier incised the artery, was there bleeding? Yes. If yes, how much blood loss was there (mls)? I asked the coordinator and she did not know. Was a transfusion required? Per the coordinator, no. Did issue result in change of procedure or alteration in post-op patient care? Not to my knowledge. The analysis found that the mcs20 device was received with the cartridge cover out of its intended position. Due to this condition, the clips could not be fed as intended and the 12 clips were ejected from the jaws due to the cartridge condition. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon squeezed the handle on the clip applier but no clip was deployed and the clip applier incised the mammary artery. Another clip applier was used to complete the procedure but the patient status is unknown. It was not reported if there was bleeding or how much blood was lost, when the clip applier incised the artery.